Event description:
High voltage impedance greater than 150 ohms. Lead was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the df4 connector revealed that the welding point which connects the conductor cable of the rv shock coil to the df4 connector ring was found broken. This damage is assumed to be the root cause of the observed high impedance. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The reason for the broken welding point remains unclear.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.